Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the wolverine was inserted, but it was unable to cross due to severe calcification. Consequently, dilation was performed, however at the fourth dilation, it was noticed that the balloon ruptured at 12atm before the lesion. The device was removed without any problems. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. Two blades and a blade pad with balloon material were detached and not returned. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. A visual examination identified a longitudinal balloon tear starting 1mm proximal from the proximal end of the tip and extending 24mm proximally was identified. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the wolverine was inserted, but it was unable to cross due to severe calcification. Consequently, dilation was performed, however at the fourth dilation, it was noticed that the balloon ruptured at 12atm before the lesion. The device was removed without any problems. The procedure was completed with a different device. There were no patient complications reported.